Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that since his last office visit, the patient had two seizures that were more aggressive than others. The last seizure occurred approximately one month before the office visit. The patient stated that he swiped his magnet for his last seizure, but it did not prevent the seizure from occurring. The patient has two seizure types (generalized tonic-clonic and absence) and stated that she would have oral trauma with her seizures. Computer use and menstruation were indicated as potential triggers for her seizures. The patient does not experience a postictal phase. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.